Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated that contacts are damage and battery caps looks black or darkened. Customer was advised that we will send replacement battery cap and advised to monitor pump until replacement arrives.